Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become availalble this investigation will be updated.

Event description:
Boston scientific received information that three weeks post implant, the patient with this device and non-boston scientific lead reported itching at their pacemaker pocket site. As the pocket site appeared swollen, it was thought there may a wound infection. A wound culture was performed, however the results were not available. No further patient symptoms were reported.